Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's ventricular arrhythmia. Subsequently, the device delivered a shock and converted the patient's rhythm. This device remains in service. No additional adverse patient effects were reported.